Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level and was hospitalized on (B)(6) 2017 and also had diabetic ketoacidosis. The customer¿s blood glucose level was 540 mg/dl. The customer stated that he got a message on the pump indicating failed battery test. The customer tried changed the battery side and had a blank screen. The customer was advised to revert to a back-up plan per health care professional until the replacement battery cap arrives. The insulin pump will be returned for analysis.